Event description:
The customer reported movement problems. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the faulty pushbutton. System operates as intended. (B) (4).